Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac module for the device was defective and was making a buzzing noise when powered on. As a result of the faulty component, the device was alarming and the installed battery would not charge. There was no patient involvement.